Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "810:11". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. However, the root cause of this condition was not discovered. There have been no actions taken to correct this problem.(B)(4).this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.? Should the device or additional information become available, a follow-up medwatch will be submitted.